Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: a820 (serial: unknown); product type: 0216-software; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient with an implantable pump for spinal pain indications. It was reported that they did a refill on the patient yesterday and everything was fine. The caller stated that the patient called them in the middle of the night and said they were locked out for 15 hours. The agent reviewed with the caller that the lockout was due to the change in daylight saving time, and that the patient would have to wait out the lockout before using the personal therapy manager (ptm) again. The caller expressed concern as the patient had a very high number of boluses available and relied on the ptm for therapy. The agent reviewed the option to provide the patient with oral medication until the lockout was over. The issue was not resolved through troubleshooting. Additional information was received from the patient on (B)(6) 2026. They reported that they were in the hospital twice because of the new pump. They didn't want to end up in the hospital tonight. They stated at midnight 'it wouldn't change over' and wouldn't give their bolus for the next day and that happened 2 times in a row. The agent had difficulty understanding the patient. The patient stated that their nurse called them and reported the issue. They mentioned that they thought the pump was defective. They stated that they were in so much pain and only had 12 minutes until their next bolus. The agent offered assistance to walk them through to access the app to do their bolus, but the patient said they could do that.